Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that the ant icon appeared in place of cgm readings for less than three hours. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
The transmitter was returned to animas and evaluated by product analysis on 9/15/2016 with the following results: no defect was found. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarm occurred. The transmitter performs within specification. Testing was unable to duplicate ¿ant in place of cgm reading". The returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully. .